Event description:
Pt stated that several times she has experienced the tubing separating from the luer lock. Pt's blood glucose elevated to 559 mg/dl. The pt had to bolus and took an injection to bring her blood glucose down.